Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had lens was blurry during maintenance. There were no reports of patient harm.